Event description:
Pt was undergoing an exploratory laparotomy and ileocecectomy. Following the improper firing of the subject device, a minor spill of some turbid fluid occurred which was immediately aspirated. The pt recovered without complications and was discharged.